Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported after the impella cp device was inserted, the position was found to be suboptimal. The impella cp device was removed and reinserted. While on impella cp support, the patient experienced a clot that was found and removed during mediastinal exploration surgery in the operating room.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.